Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer has experienced low blood glucose (bg) levels as low as the 30s (mg/dl) for 2 days. Customer consumed food to treat their bg levels. Troubleshooting with tandem technical support indicated pump was performing as intended. Recommendation was made to consult with their health care provider to discuss diabetes management.

Manufacturer narrative:
Review of pump data by quality engineering. Pump data recorded seven bolus requests over the time span of (B)(6) 2016. Two of these bolus requests were "correction bolus" requests, and five were "quick bolus" requests. The "quick bolus" requests were spaced out further than "correction bolus" requests. There were no erratic basal rate changes or bolus requests. There was a cartridge change sequence completed on (B)(6) 2016. There are no apparent requests or deliveries that would cause a low blood glucose event. There is no evidence that the insulin pump experienced a malfunction or failure.